Event description:
It was reported that the patient reported for routine implant of a new dual chamber pacemaker. It was noted that after inserting the right ventricular (rv) and right atrial (ra) leads into the ventricle and atrium, that capture thresholds were acceptable, but once connected to the new pacemaker, bradycardia and asystole were observed when the temporary pacemaker was switched off. The rv lead was checked again, and capture and impedance were normal but when connected once more to the new pacemaker, no capture and bradycardia was once more observed. The physician exchanged the new pacemaker for another, and the leads and system were found to be working satisfactorily. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture parameters. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.